Event description:
Customer reported the mouse for the entrak was not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the mouse. System operates as intended.